Manufacturer narrative:
Investigation is not complete. Event device code is addressed in the package insert. Additional information has been requested. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00184. This event occurred in another country.

Event description:
Allegedly patient revised due to cup/neck impingement causing edge loading. The shell and liner were manufactured by wright medical. The stem and ceramic head were manufactured by margron.